Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to incorrect interpretation of signals. No changes or intervention was performed. The patient was in stable condition.